Manufacturer narrative:
Based on the information reported to davol, the patient underwent repair of an incisional hernia with a composix mesh in (B)(6) 2003. The patient reported abdominal pain in (B)(6) 2009. The patient says, she was diagnosed with an abdominal infection seven years after the mesh was implanted. According to the patient, she underwent surgery in (B)(6) 2010 to treat the infection and subsequently experienced wound healing issues. The patient also alleges that she has suffered disability following surgery in (B)(6) 2010 in which there was a mesh explant and a bowel resection secondary to bowel perforation. No medical records, including operative and pathology reports have been provided, and no specific device failure has been alleged. The patient reportedly developed an infection. While there is no indication that the mesh was the source, infection is stated as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, it should be treated aggressively. It also states that an unresolved infection may require removal of the prosthesis. Additionally, no sample has been returned for evaluation. With the information provided, no conclusion can be drawn.

Event description:
Based on information reported to davol: (B)(6) 2003 - the patient underwent incisional hernia repair with composix mesh. (B)(6) 2009 - the patient developed abdominal pain, cough, fever and night sweats. (B)(6) 2010 - the patient underwent surgery for abdominal infection and reported wound healing issues. (B)(6) 2010 - the patient underwent additional surgery for alleged bowel perforation, bowel resection and mesh explant. The patient reports disability.